Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ocg for evaluation. Ocg inspected the device and confirmed the following; the guide wire of the forceps elevator was broken. The light guide lens was chipped. The adhesive of the bending section rubber was cracked. The insertion tube and universal code were scratched. There was a cut in the rubber of remote switch 1. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) (ocg) and found that there was a gap in the adhesive at the distal end, because there was a leakage at the distal end cap, the light guide lens adhesive, and the object lens adhesive.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-05905 and correct the initial report. From the photos sent by olympus (B)(4), olympus medical systems corp.(omsc) determined that the exact phenomenon was not a gap in the adhesive at the distal end, but a leakage at the distal end. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.